Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply was adjusted and the connections were reseated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys keeps shutting down. No pt injury was reported.